Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device alarmed system error 322. The cause was identified to be a faulty lower auxiliary. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.